Manufacturer narrative:
Batch review performed on 24 november 2021: lot 1903723: 25 items manufactured and released on 25-jul-2019. Expiration date: 2024-07-09. No anomalies found related to the problem. To date, 9 items of the same lot have been sold without another similar reported event. Additional items involved in the event, batch review performed on 24-nov-2021: gmk-revision 02.07.2405r femur revision ps size 5 r (k102437) lot. 174928 lot 174928: 23 items manufactured and released on 11-oct-2017. Expiration date: 2022-09-27. No anomalies found related to the problem. To date, 17 items of the same lot have been sold without any similar reported event. Gmk-revision 02.07.0684r revision fixed tibial tray cemented size 4 r (k123721) lot. 1908398 lot 1908398: 10 items manufactured and released on 17-feb-2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, 9 items of the same lot have been sold without any similar reported event

Event description:
The patient had a primary knee surgery and was implanted with competitor hardware. On (B)(6) 2021, the patient came in and had the competitor hardware revised to medacta hardware for reasons unknown. The surgery was completed successfully. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6), the surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.